Manufacturer narrative:
DHR was review was performed and the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient 20 mmhg or peak velocity 3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient 20 mmhg, eoa 0.9-1.1 cm2 and/or dvi 0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there is insufficient information to determine the cause of the valve increased gradients as additional information requested has not been yet provided. However, it is possible that it may be due to the valve not fully expanded as the re-dilation used 1cc extra. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 10 months post tavr procedure for a 20mm sapien 3 ultra in the aortic position via transfemoral approach, a patient was admitted through ER and presented a valve gradient measurement of 46mmhg by echo. The patient was brought to the cath lab and ballooned with a 20mm ds with +1cc added. The valve was remeasured showed a gradient of 27mmhg. The EKG changes were noted, right and left heart catheter were performed and coronaries deemed clear. The patient's condition was stable and case was deemed a success.